Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). A health care professional (hcp) contacted boston scientific technical services (ts) for review of the episode. Ts reviewed and discussed that the rhythm was initially detected in the vt-1 monitor only zone and then accelerated into the vt zone where no detection enhancements were applied as the device was in redetection. No adverse patient effects were reported.